Event description:
It was reported that a patient experienced hypoglycemia while exercising and requested additional training on preventing low glucose during physical activity while using the ilet system. Symptoms included low blood glucose requiring treatment with oral glucose. Outcomes included troubleshooting and education completed by support, with referral for further training. Investigation included a user interview and review of use conditions. Investigation of this case revealed no device malfunction was identified and cause remained unclear, consistent with exertion-related glucose variability during exercise. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.